Event description:
Customer reported via phone call to have high blood glucose of 541 mg/dl, which was treated with insulin pen. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer reported to have been under a lot of stress due to spouse's knee surgery. Customer was advised that stress can lead to high blood glucose. Customer was advised to change infusion set, reservoir and insulin and to follow up with healthcare professional regarding unexplained high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.